Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the fan in the roller pump was noisy. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.